Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a leaking primary wound following laser assisted cataract surgery; a vicryl suture was placed. Additional information has been requested.

Manufacturer narrative:
Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).